Manufacturer narrative:
We checked the returned unit and confirmed that the angle wire cut. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. As a result of confirming the detail to canada as gfe, as the angulation was stuck in a ""j"" position is unknown, the MDR was assessed to be submitted based on the results of the technical report and risk analysis.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.